Manufacturer narrative:
Internal components were evaluated which revealed that the motor assembly, rotor assembly, ball bearings and bearings were worn. During evaluation it was also noted that the device operated automatically without user activation.

Event description:
Customer stated that the device overheated during testing. There was no pt involvement and no adverse consequences alleged with this event.